Event description:
It was reported when the bravo capsule was placed in the pt, it did not adhere to the esophagus.

Manufacturer narrative:
(B)(4). This report is being filed under exemption (B)(4) which covers a two yr time period from june 1, 2005 to may 30, 2007 for previously unreported medical device reports for medtronic gastrological and urological (mgu) prod complaint reports. This exemption was granted to satisfy medronic's MDR obligations for any previously unreported serious injury and malfunction events found during this review. This medwatch report represents 1,947 unreported malfunction events for model 9012b1001; prod code fft). This total includes the events described in this report. Failure to detach events are included in the bravo ph capsule and delivery sys 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (03-december-2007).